Event description:
Investigation results completed. Summary in h 10.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 pump. Device arrived in good physical condition. During testing of opening event log and evaluation and tests done to duplicate complaint of continued alarm and screen blank, was not verified. No fault found with device and unknown cause of alarm. Device passed all delivery and functional testing.

Event description:
Information was received that a smiths medical cadd-legacy 1, was alarming and continued to alarm for a long time even after the batteries were removed. Screen was blank. Fault occurred when device was turned off. No patient involvement.